Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous right coronary artery (rca) that is 100% stenosed. The 3.5x15mm trek balloon dilatation catheter balloon ruptured at an unknown pressure due to the calcified lesion. A new device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.